Manufacturer narrative:
Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed damage to the cuff lock that would have contributed to the reported event. (B)(6) was returned assembled with the pump cable intact. The apical cuff was returned secured with the cuff lock fully engaged. The cuff lock was disengaged using the unlock tool without issue and the apical cuff was removed. Visual inspection of the returned apical cuff found no anomalies that would have contributed to the reported event. The clear sealing ring at the base of the inflow cannula was properly seated and showed no evidence of damage or defect. Prior to further disassembly, the left locking arm appeared to be slightly bent outwards when compared to the right locking arm. The cuff lock moved freely upon manipulation and could not be forced into the locked position without the apical cuff in place, as intended by design. After cleaning, the cuff lock was placed on a 1:1 scale drawing of the part which confirmed that the left locking arm was bent outwards and out of specification. Further inspection of the lock after cleaning noted light scratches on the handle consistent with the reported use of the unlock tool. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent arm, found no deviations in manufacturing or quality assurance specifications. The cuff lock assembly was reassembled, and engagement testing was performed using the returned apical cuff and a test apical cuff. The cuff lock was able to fully engage with each apical cuff without issue. Additionally, it was noted that the apical cuff rotated with little resistance while the cuff lock was fully engaged. The observed damage to the cuff lock locking arm could have contributed to the reported event of the pump rotating easier than normal. It was unable to be determined exactly when or how the cuff lock locking arm became bent. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The heartmate 3 lvas IFU, rev. G and the heartmate 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 of the IFU also provides information to ensure the proper placement of the pump and engagement to the apical cuff. This section also provides steps if the orientation of the pump requires adjustment following the initial connection. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5 states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 of the IFU, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas surgical hand tools IFU, rev. Also provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during pump implantation on (B)(6) 2024, implanting surgeons noticed blood leakage between the apical cuff and pump housing. Implantation was performed through full median sternotomy and with use of cardiopulmonary bypass during apical cuff and outflow graft implantation. No concomitant procedure was performed. Both the pump and the apical cuff came from the same implant. Additionally, implanting surgeons felt that the pump rotated in the apical cuff more easily than usual, even the locking latch was fully closed. At first the pump was detached from apical cuff using dedicated unlock tool from heartmate 3 left ventricular assist device (lvad) surgical hand tools set. Seal in the pump housing and apical cuff were checked for presence of contamination and no contamination was revealed. The pump was reattached and significant blood leakage between the pump housing and apical cuff was visible. Implanting surgeon decided to exchange the pump along with apical cuff from the implant kit. After exchanging both components, no blood leakage was observed. Further evaluation of exchanged pump revealed asymmetrical movement of one of the latch arms while locking mechanism was partially engaged without apical cuff. The patient had a normal postoperative course after pump exchange.